Event description:
In early (B)(6) I was using a libre 2 14 day blood sugar monitor I put a new sensor on my arm at 5:00 am, it failed at around 8:00pm. So I changed it again the second one did not work at all. That was the last one I had at home I could not get one till 4:00 pm after work so I was unable to know my blood sugar for 24 hours not a good thing. I got a new one that one worked the full 14 days, the next one failed after just 8 days. Someone I work with is also having problems. FDA safety report ID# (B)(4).